Event description:
Customer reportedly received result of 102 mg/dl and 210 mg/dl within 10 minutes on the accucheck compact plus system. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.